Event description:
During an in clinic follow-up, loss of capture, far field r-wave oversensing, and high sensing was observed on the right atrial (ra) lead. An x-ray was performed and ra lead dislodgement was confirmed. The lead was deactivated to resolve the event and the patient was in stable condition.